Event description:
According to the initial report, a blood clot stuck in the valve at a 1.7 inr. Patient had a stroke.

Manufacturer narrative:
Multiple attempts to obtain additional information were made without success. The device is still implanted, therefore a direct observation could not be made. The manufacturing records for onxace-23 sn [serial number] (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met release specifications. Onxace-23, sn (B)(4) , implanted in 56.78 year old male on (B)(6)2012. The alleged inr [international normalized ratio] at the time of thrombotic event was 1.7 which is within therapeutic range. It is unknown whether diet or other medication could have contributed to the event - there is not enough information to determine a root cause. Recommended anticoagulation for the onxa valve only refers to "adequate anticoagulation" with selection based upon "the particular needs of the patient, the clinical situation, and established professional guidelines." Patients with an on-x valve in the aortic valve position should be maintained on long-term warfarin anticoagulation which should achieve an inr of 2.0-3.0 for the first 3 months after valve replacement surgery, after which the inr should be reduced to 1.5-2.0. [Instructions for use] historically, thrombosis of rigid (i.e. Mechanical) heart valves occurs at a rate of 0.8%/patient-year and also indicate a historical rate of occurrence of 3.0% per valve year for thromboembolisms [iso 5840:2005]. The IFU lists thrombosis and thromboembolism as potential adverse events. The root cause is unknown based on the available information. Thrombosis is a monitored event and is assessed in the risk assessment for the on-x heart valve. No further action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, a blood clot stuck in the valve at a 1.7 inr. Patient had a stroke.